Manufacturer narrative:
Investigation results: no photographic evidence or physical samples were accessible to investigate the reported condition. Our quality engineer team conducted a comprehensive review of the device history record for the provided material number 383538 and lot number 3241214. This review did not uncover any abnormalities during the production process that could have caused this defect, and all quality tests were found to be within the specified standards. Unfortunately, the exact cause of this incident could not be determined based on the information available. We will continue to track and analyze complaints related to this device and the reported condition in order to identify any emerging trends.

Event description:
No additional information.

Event description:
"Has there been any impact on the patient (serious injury, medical intervention, change of treatment required)? = yes, patient had to be re-pricked, is a patient who is difficult to prick."

Manufacturer narrative:
Additional information received regarding patient. E/f codes updated.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd nexiva leaked at a connection the following information was provided by the initial reporter: the IV needle leaked to the double lumen during the injection of the patient at the connection.